Event description:
A malfunction alarm, indicated by code malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. Technical support advised the customer to continue using the pump and to reach out if the issue reappears, which the customer understood and acknowledged.